Event description:
The facility representative reported a colleague infusion pump with a faulty channel b. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a faulty channel b was confirmed during review of the event history log as failure code 812:05. However, the assignable cause was not identified. Should additional information become available, a follow-up medwatch will be submitted.